Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was walking around at 8:45am when the cgm was displaying 327 mg/dl. The patient was asymptomatic but decided to check a bg meter reading and it was 32 mg/dl. The patient tried another meter from her neighbor and the bg reading was 32 mg/dl. The patient started to feel nauseated and was vomiting. The patient went to the hospital and was treated with dextrose and zofran via IV therapy. The patient was sent home the same day at 1:30pm when she stabilized. Prior to leaving the hospital, the patient's bg was 148 mg/dl. At the time of the report, the patient was in good condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.